Event description:
It was reported that the subject device inside of the octagon is white with horizontal lines. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurs. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector had parts of it with corrosion causing the image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.